Manufacturer narrative:
Investigation ¿ evaluation. As reported, the metal tip detached from the pusher, and the wire guide frayed of the 'filiform double pigtail ureteral stent set' during a cystoscopy, retrograde pyelogram, ureteroscopy, and placement of a left jj ureteral stent procedure. The patient was "elderly." The metal tip was found on the set-up tray, confirming it was not attached to the pusher when the pusher was being used in the patient or on the wire guide. No patient harm has been reported. Reviews of documentation including the quality control (qc) procedures, manufacturing instructions (mi) and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Cook could not complete a search of other complaints associated with the complaint device lot number due to lack of lot information from the user facility. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: how supplied: 'upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, no product returned, and the results of the investigation, cook has concluded a definitive cause could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, the metal tip detached from the pusher, and the wire guide frayed of the filiform double pigtail ureteral stent set during a cystoscopy, retrograde pyelogram, ureteroscopy, and placement of a left jj ureteral stent procedure. The patient was "elderly." The metal tip was found on the set-up tray, confirming it was not attached to the pusher when the pusher was being used in the patient or on the wire guide. No patient harm has been reported.

Manufacturer narrative:
E1: customer (entity) and customer (person) are unknown g4 - PMA/510(k) #: preamendment h3: device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.